Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 7 months. The pump remains in use supporting the patient. No further related issues have been reported. A direct correlation between the device and the reported event could not be conclusively determined through this evaluation. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for an elevated lactate dehydrogenase of 1754 u/l and sub-therapeutic inr of 1.5. Heparin and integrilin IV drips were started. The patient denied any heart failure symptoms and pump parameters were within the normal range for the patient. On (B)(6) 2016, the patient was discharged with the ldh at 499 u/l and inr at 2.2.